Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that a harmonic ethicon was being used by the surgeon during an unknown procedure, the device was inserted in the abdomen when the ceramic tip (white ) fell off the end of the device. After several minutes searching internally, the tip was found and removed from the patient. It is unknown if another like device was used to complete the procedure. There were no patient consequences reported.